Event description:
Healthcare professional (hcp) reported patient's (pt) hemodialysis treatment was initiated on baxter meridian device. Treatment parameter were as follows: blood flow rate-400 ml/minute, dialysate flow rate-800 ml/min, treatment time 3.75 hours, transmembrane pressure-156 mmhg, venous pressure-231 mmhg. The goal weight to be removed was set for 3.0kg. Within the first hour of the treatment, device alarmed with an ultrafiltrate alarm and weight removed at this time was 2.2kg. Pt's blood pressure dropped from 189/74 to 130/58. Normal saline was administered to support blood pressure. Pt was taken off of this device and their treatment was continued and completed on the baxter 550 without further incident. Hcp reported there was no pt injury as a result of this event.